Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer family reported via phone call that they experienced a high blood glucose of over 600mg/dl. Customer also reported the infusion set tubing came apart. Customer stated insulin pump had not been exposed to extreme temperatures and humidity. Customer declined troubleshoot for sensor. The customer was treated with insulin pump. The device will not be returned for analysis.